Event description:
The sterile processing department of the user facility reported that at the end of a weekly unit leak test, the unit had failed the leak test. When the operator opened the door to the sterilizer, hydrogen peroxide vapor was released into the room. As a result, an employee of the department experienced nausea, headache, and eye irritation. The employee sought medical attention at the facility employee health department but received no treatment. The employee did not miss any work due to the reported incident. The user facility initially reported that the employee was scheduled for a follow-up visit to the employee health department. However, later contact with the facility determined that the scheduled medical follow-up was not required and did not take place because the employee experienced no additional adverse effects as a result of this exposure.

Manufacturer narrative:
A steris service technician inspected the unit and found that the solenoid valve was broken/leaking and the injection cylinder was not functioning properly, allowing hydrogen peroxide vapor to be released into the sterilizer chamber. The technician replaced the solenoid valve and injection assembly, tested the unit and placed it back into service. No further issues have been reported with this equipment.